Event description:
It was reported that the tip of a threaded guidewire sheared off intraoperatively. This complaint involves one device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient underwent a left chevron bunionectomy on (B)(6) 2014. During the procedure, the threaded guide wire tip sheared off. Surgery was delayed ten to fifteen minutes for exploration and fluoroscopy. The tip remains in the patient after surgery. No other medical intervention was required. There was no reported need for reoperation or revision. It was reported that the procedure was successfully completed. There was no anticipated change in patient outcome, other than a retained foreign body.